Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) iunihg, (gold-tite abutment screw internal connection implant) for evaluation. Visual evaluation was performed. The returned screw has excessive signs of use and was identified as reported. The screw hex has minor wear however, during a functional test with an in-house biomet implant, the screw engaged and retained as intended. The reported event (loosening) is non-verifiable. Device history record (DHR) review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: loosening. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The screw threaded into in-house implant as intended. However, unable to confirm loosening with all the available information. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that on (B)(6) 2024 crown at tooth site 36 was loose. Abutment and screw were removed. Doctor performed lase excision and placed gingiva former. On (B)(6) 2024 a new abutment and screw were placed with 25 ncm. Doctor also indicated inflammation and pain. Implant placement on (B)(6) 2015, crown placement on (B)(6) 2016.